Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the stapler was able to fire but the reload was stuck and could not be opened. It was stated that the surgeon used the egg forceps to removed the staples. They changed device to complete the case. It was also stated that the patient received chemotherapy or radiation therapy. There was no patient injury.